Event description:
A malfunction was reported but did not adversely affect the customer's blood glucose level. The malfunction code displayed was malf 0, and the customer had not reported or reset the pump for this issue in the last 24 hours. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to contact support if the malfunction code reappeared.